Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned in segments, analyzed and the inner insulation was torn. It was noted that the proximal conductor was distorted, there was blood/body fluid on all conductors (not obstructed), the inner insulation was kinked/buckled, the outer insulation had a cosmetic cut, the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism, there was apparent explant damage and the lead was stretched.

Event description:
It was reported that the atrial lead demonstrated low impedance and oversensing. The lead was removed and replaced. No patient complications were reported as a result of this event.